Manufacturer narrative:
H.10. Through follow up communication, livanova deutschland learned that the device was cleaned regularly per instruction for use, was placed inside the operation theater with an unknown position of the fan and an estimated distance between the surgery field and the device of 2.5 to 3 meters.

Event description:
See initial.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be contaminated. The kind of contaminated is currently not known. There was no known patient involvement.